Event description:
It was reported that during an unknown procedure, there were no clips in the clip applier. A second device was pulled to complete the procedure with no patient consequence. There was no reported adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Analysis results for the el5ml device found that the device was returned non-functional. The device was cycled and no clips were fed. The device was disassembled and the feeder shoe was found to be missing and out of position, causing the will not fire issue; 15 clips were found to be inside the clip track. No conclusion could be reached as to what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.